Manufacturer narrative:
The reported complaint of the at/af burden graph being plotted incorrectly was not confirmed. Based on the information provided, it was determined that the graph begins on (B)(6) 2023. However, in the pdf printout, since the day value is removed, it seems that the markers would be indicating the beginning of the month, but as the graph reflects the 52-week period starting at the end of may 2023, the month markers are lined up towards the end of each month. Therefore, the plotted points are accurate. The printed graph does not display the day due to the limitation of the space available and the details are provided in a chart below the graph.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited a diagnostic issue. No intervention was performed and the patient experienced no consequences.